Event description:
An intercorporeal eea anastomosis was attempted. A 29 mm ethicon eea stapling device was utilized per the MFR's instructions but did not function properly and was difficult to remove. As a result, the anastomosis had to be re-performed using another 29 mm ethicon eea stapling device to secure the anastomosis.